Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii, migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 300cc saline breast implants which there were bilateral issue with capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. Patient states she had surgery on (B)(6) 2019 due to capsular contracture baker grade iii, doctor advised implants slipping out from under breast. Patient was in a lot of pain, when turning to her side it was very painful. As a result patient had the implants removed without replacement on (B)(6) 2019. The report indicated after the removal of implants improved patient symptoms up to 100%.this report is for the right side.